Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Fifteen devices were received for evaluation; 15 events were confirmed during testing; 15 devices were found to be affected by a cleaning, disinfecting and sterilization problem. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 15 </noe> malfunction events in which the device had etchings that were no longer legible, presenting a potential for the device to inadvertently be activated. There was no patient involvement; no patient impact.